Event description:
Pt had to reduce remodulin dose due to side effects (fatigue, diarrhea). A couple weeks ago the pt's pump alarmed that there was a blockage. Tubing was removed and replaced and therapy was resumed; however, they could not detach the tubing from pt's subcutaneous site when it was due to be changed and had to replace tubing and subcutaneous site. No other info provided. Lot is unk and not available for return. Reported to (B)(6) by pt/caregiver.